Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspection and functional testing were performed on the returned device. The leak was not confirmed. The balloon catheter was inflated and remained inflated with no anomalies noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents pertaining to hub leaks. As the reported leak was unable to be confirmed, the investigation determined a conclusive cause for the difficulties could not be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during device preparation and prior to use, while pulling negative pressure the armada balloon dilatation catheter leaked at the hub area. There was no patient interaction as the device was not used. No additional information was provided.